Event description:
¿Rn (B)(6), air bubble alarm noted on pump. Tubing troubleshooting occurred. Could not resolve appropriately. Each time rn removed air bubbles, additional bubble alarm was soon again noted and had to be re-troubleshooted. Tubing and lot info placed in biohaz bag for review.¿ manufacturer response for infusion pump, infusomat (per site reporter). Bbraun investigating air in line issues.